Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter wad advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured and a vertical crack was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.